Event description:
It was reported that the patient was previously diagnosed with sleep apnea, prior to vns generator implant. The patient underwent an initial sleep study while implanted with vns which indicated "mild sleep apnea." A more recent sleep study indicated that the patient's sleep apnea had advanced to "severe sleep apnea." Per the patient's neurologist, the incidents of sleep apnea correlated with vns stimulation; however, the physician was unable to assess if the vns caused the worsening of sleep apnea condition. It was reported that there were instances of sleep apnea that did not correlate with vns stimulation but the physician did not believe there were any external factors contributing to the sleep apnea. No further relevant information has been received to date.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr). Corrected data: initial report inadvertently indicated that the information was received by the manufacturer on 07/30/2019 when information was received on 07/29/2019.